Event description:
Information received from the field notes that the patient complained of palpitations, pocket stimulation and weakness.a chest x-ray showed that the atrial screw in the lead had dislodged. Sensing and capture thresholds were unstable.~~~~~~~~